Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the user and olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to the temporary failure of the subject device due to the aging deterioration of the examination lamp for long-term use because more than eight years had been passed since the subject device had been manufactured. The error e102 is indicated when the examination lamp goes out. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error e102 which indicated the subject device was broken down was displayed during the unspecified procedure. The user also reported that it seemed the temperature of the subject device was increased. The user turned off and on the subject device, and completed the procedure. There was no patient injury associated with this report.